Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain seven of seven of peritoneal dialysis therapy. It was determined that the patient¿s largest prescribed fill volume was 1500ml; however, the drain volume was 2422ml. The patient stated that they bypassed the initial drain and had moved to fill one in the beginning of therapy. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Internal and external inspection was performed and no issues were noted. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.